Event description:
On (B)(6) 2012, the patient contacted animas alleging that the keypad buttons were unresponsive. The pump reportedly was exposed to water but the patient denied that there was visible damage inside the compartments. The patient reportedly did not clean the pump. It was also noted that during the call with customer support (cs) that the pump's home screen froze and the screen was dim after the patient came out of the water. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Additional information/device evaluation: the pump was received, investigated, and dispositioned related to another complaint on (B)(6) 2012. The pump serial number was updated in this complaint file on (B)(6) 2015; therefore, the following findings are results of the original investigation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, no damage was found to the keypad cover; however, a leak test was performed and failed due to a keypad leak. All of the keypad buttons were unresponsive to user presses. The keypad cover was removed, and contamination with moisture ingress was found under all button contacts. The pump case was removed, and further evidence of moisture ingress was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. The failed display was replaced with a test display, which functioned properly.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.